Manufacturer narrative:
D10 concomitant products: unk-sigadapt, unknown signia egia adapter, (sn: unknown) unknown egia su, unknown endo gia sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when firing the reload, the reload switched to the left. The handle was rebooted however, the issue did not resolve. The handle will be replaced with a refurbished handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection and functional testing noted no abnormalities. The handle had 235 of 300 procedures remaining. The handle was noted to be running v29.6 software. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to be fired without issue on the a1 machine. An rpa reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and no evidence of the attached reload articulating or straightening during firing could be found. It was noted that the handle displayed an excessive load warning during firing. This occurs when the strain gauge reaches its maximum value and would cause the handle to stop the firing. It was noted that the user was able to complete the firing with the signia handle. It was reported that the reload switched to the left. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of excessive load. The product analysis noted evidence that the device was not used as intended. This issue may occur if the handle had exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.